Event description:
Device report from synthes europe, reports an event in (B)(6) as follows: it was reported that a drill bit broke several weeks ago, another drill bit was used to complete the procedure. Surgery was delayed by 10 minutes, deviced was disposed. This is for 1 unconfirmed part number, lot number and date of event. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not for diagnosis. This report is for 1 unknown drill bit/unknown lot. Without a lot number the device history records review could not be completed device is an instrument and is not implanted/explanted the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.